Manufacturer narrative:
The complainant indicated that the device has been disposed. An analysis is unable to be performed; therefore, the relationship between this device and the reported event is unk. The catalog number and lot number of the suspect device was not available by the complainant; therefore, a lot number for this device was unk and a device history record review could not be performed. The september 2007 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: the date of event is unk. In 2007, it was reported to boston scientific corp that an endoscopic sphincterotomy procedure using an autotome sphincterotome was performed (patient age, gender and weight unknown). According to the complainant, "the physician cut the papilla." And, after completion of the procedure, "the physician examined the lesion under CT, it was found to be leaked air (perforation in biliary). The physician confirmed that the biliary was cut by the autotome and was bleeding." Reportedly, an endoscopic naso-biliary drainage tube (manufacturer unk) was used to stop the bleeding. Bsc was unable to obtain info regarding the pt's condition at the conclusion of the procedure.